Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection showed numerous kinks throughout the device's hypotube. The shaft was flattened from 25.3cm to 16.1cm from collar including tip. Microscopic analysis revealed a partial collar and shaft separation.

Event description:
Reportable based on the device analysis completed on 23jan2026. It was reported that the device could not be advanced on the wire. The 90% stenosed, mildly tortuous and moderately calcified target lesion was located in the artery. A guidezilla ii, 6f was selected for use. During the procedure, the device would not advance on the wire prior to the lesion while inside the non-boston scientific guide catheter. The procedure was completed and there were no complications. The patient was stable after the procedure. However, device analysis noted a partial collar and shaft separation.